Manufacturer narrative:
Correction to this report, after further investigation of this report, it is determined that with this allegation the report is not reportable at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : the device was evaluated by a fasc.

Event description:
The manufacturer was contacted in reference to an everflo oxygen concentrator device. The device was visually inspected and evaluated by an fasc and found the following: manifold faulty compressor plus missing tubing, brittle power cord, damaged front and rear cab cracked, and sieve leaking. The faulty parts were replaced, and a test run was performed. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.